Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Lap chole- "since more than 2 years, the surgeon is using the cb030 for each procedure. "The scrub nurse opened the packing material and tested the scissors. She doesn't feel the same smooth function like normal scissors. It was uncomfortable and scratching. The surgeon feels the same. The following day, he gave the unused instrument with package to the applied team member at a congress." Patient status- "no patient injury occurred."

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering determined that the unit passed all functional testing. The unit performed well for both the sharpness and actuation test, and met all current specifications. Applied medical has reviewed the details surrounding the incident. At this time, applied medical is unable to confirm that a product malfunction occurred. Applied medical will monitor its vigilance systems for trends and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.